Event description:
A customer reported that the touchscreen was unresponsive. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.